Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported nasal/throat irritation or soreness with the device's sound abatement foam. The manufacturer received additional information alleging dry cough, burning in throat. There was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of a strange odor, burning/electrical/smoke odor, and nasal/throat irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed an unknown dust contaminant inside the blower box at the air inlet. An unknown contaminant was observed inside the iso port of the rear panel. A dark, unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the o-ring of the rear panel, on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. A hair-like particles was observed on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, pil observed an unknown contaminant and unknown dust contaminant on the flip lid seal. A hair-like particle and unknown contaminant was observed on the flip lid. An unknown dust contaminant was observed on the bottom enclosure. The dry box seal appeared to not have been seated properly and had an unknown dust contaminant on it. A dark contaminant was present inside the dry box. The back panel clips were observed to have been broken. An unknown dust contaminant was observed on the heater plate. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Pil is unable to directly address the symptoms or complaints. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.